Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 150 mg/dl. Customer stated rf communication was never established with current sensor. Customer was advised to change the sensor. Customer was advised we are sending replacement sensor. Customer reported via phone call they had sensor anomaly. Customer reported that the sensor cannula is not intact. Customer was advised that we will send replacement sensor.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula retracted inside of the sensor base; no broken cannula was noted during the analysis. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned, unable to confirm insertion needle complaint.